Event description:
A medtronic representative reported, the door wouldn't open on the o-arm. Door override button did not work either. Repeated loss of home, results in error message indicating the user should hold down m; when radiographer does this, o-arm movement knocked into patient table. The surgeon decided to discontinue the use of the system with no impact on patient outcome.

Manufacturer narrative:
Per medtronic rep adjusted the door side switch and replaced system control and motion control board. This resolved the issue. Parts have not been returned for evaluation.